Manufacturer narrative:
Continuation of d10: 407658 lead implanted: (B)(6) 2010, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable pulse generator (ipg) experienced no telemetry with the mycarelink monitor and was unable to send a transmission because the monitor was not working, with the progress bar not filling completely (stuck at the second bar) and returning to the main screen. During troubleshooting, the patient ensured no electronic devices were close to the unit and attempted to resend the transmission, but the issue persisted. The patient was referred to the clinic to check the device information and was advised to bring the monitor for evaluation. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.